Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date in (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. The patient was treated with unknown antibiotics for the peritonitis event. On an unknown date the same month as admission, the patient was discharged from the hospital and was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.